Manufacturer narrative:
The insulin pump passed the displacement test and self test. Pump error 63 confirmed in insulin pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure twice. The customer¿s blood glucose was 200 mg/dl. The troubleshooting was performed. Customer reported that they were able to clear and rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.